Event description:
Reported by the complainant as follows... The feeding tube was taken new out of the packet and inserted into the baby when first feeding commenced. Clinician noticed feed leaking from where the grey hub joins the tubing. Tubing then disconnected from the hub completely.

Manufacturer narrative:
This case is deemed to be a serious malfunction because a leaking feeding tube would not deliver the prescribed nutritional requirements to the patient and would require replacement, necessitating re-intubation. Nasally re-intubating a neonate, exposes the patient to the risk for serious procedural complications like perforation. Also, patients may require repeated x-rays to confirm the tube placement. No samples have been available for investigation. History batch records were reviewed and no nonconformity of this nature was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. Reported to the FDA on march 19, 2013.